Event description:
It was reported during an open spleenectomy, the instrument was fired and the staples did not form and fell into the abdominal cavity. The visible staples were removed and the surgeon complete the case with sutures. No consequence to the pt.